Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell resulting in a leak. Update/corrections to the following sections: b4, b5, d4, d7, d10, g7, h2, h3, h6, and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Physician statement: doctor confirmed deflation on right side.

Event description:
Alleged deflation.